Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound during the start-up test. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at philips bench repair, it was identified that the device had no audio. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.